Manufacturer narrative:
As reported in a presentation, a piccolo embolized after release of the device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a presentation and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction information for: additional information for b5, g4, g7, and h10.

Event description:
It was reported in a presentation that a 5-2 amplatzer piccolo was selected for implant. The device was selected for procedure on (B)(6) 2020 for a 30 days old 1400 grams patient. The patent ductus arteriosus (pda) has the following dimension: 4.5 to 4.92 mm at the aortic ampulla and 10.5mm length and was placed intraductal. The device was delivered and released without difficulty. Upon release, the device tilted and fell into the main pulmonary artery (mpa). The device was then pushed out by the larger aortic diameter flow. The device was snared in the mouth of the left pulmonary artery (lpa). The patient was subsequently referred to surgery and underwent a surgical pda ligation. The patient was reported to be stable.

Manufacturer narrative:
As reported in a presentation, a piccolo embolized after release of the device. Per the sizing table in the instructions for use, (B)(4) version b, the size of the defect was larger (4.5mm) than the largest recommended minimum diameter (4mm) present in the table. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a presentation and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported in a presentation that a 5-2 amplatzer piccolo was selected for implant. The device was delivered and released without difficulty. However, upon release, the device embolized into the left pulmonary artery (lpa). The device was then retrieved with a snare. The patient was subsequently referred to surgery and underwent a surgical pda ligation. The patient was reported to be stable.